Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator and right ventricular defibrillation lead were repositioned due to migration on (B)(6), 2010. (Right atrial lead is a competitor product) the revision procedure was a very difficult procedure and the pocket was open for 2.5 hours. On (B)(6), 2010, the entire system was explanted due to infection.

Manufacturer narrative:
The explanted device and lead were not returned to boston scientific crm. Should additional information become available, an amended report will be submitted.